Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish or initiate telemetry with the implantable cardiac monitor (icm). A manual transmission was attempted according to the clinic's request. The caller was advised to move the reader in a slow circular motion around the general area of the icm since the patient cannot feel where exactly the implant is located. Referred to bring the remote monitor to the clinic to discuss where the implant is and for further assistance. The icm remains in use. No patient complications have been reported as a result of this event.